Event description:
It was reported that balloon rupture occurred resulting in reduced blood flow, chest pain, hypotension, and bradycardia which required treatment. The patient presented with acute myocardial infarction. The target lesion was located in the left anterior descending artery (lad). A 2.50mm x 20mm maverick 2 balloon catheter was advanced for dilation. However, when the balloon reached 12 atmospheres, the balloon ruptured resulting in interruption of blood flow in the lad. The patient experienced chest pain, low blood pressure, and slow heart rate. Medication was administered immediately and the patient symptoms improved. The balloon was removed, and the procedure was completed with a different device. There were no further patient complications reported. The patient condition following the procedure was stable.

Manufacturer narrative:
E1 initial reporter address 1: (B)(6). Device evaluated by MFR.: fg maverick 2 mr, 2.50mm x 20mm was returned for analysis. A visual and tactile examination identified multiple kinking along the length of the hypotube. A visual and tactile examination of the distal extrusion identified no damages. A microscopic examination of the distal extrusion identified no damages. A microscopic examination of the balloon material identified an 8mm longitudinal tear in the balloon material. This tear stretched from the proximal markerband to mid section of balloon. A microscopic examination of the tip identified no damages. A microscopic examination of the markerbands identified no damages.

Event description:
It was reported that balloon rupture occurred resulting in reduced blood flow, chest pain, hypotension, and bradycardia which required treatment. The patient presented with acute myocardial infarction. The target lesion was located in the left anterior descending artery (lad). A 2.50mm x 20mm maverick 2 balloon catheter was advanced for dilation. However, when the balloon reached 12 atmospheres, the balloon ruptured resulting in interruption of blood flow in the lad. The patient experienced chest pain, low blood pressure, and slow heart rate. Medication was administered immediately and the patient symptoms improved. The balloon was removed, and the procedure was completed with a different device. There were no further patient complications reported. The patient condition following the procedure was stable.

Manufacturer narrative:
E1 initial reporter address 1: (B)(6). E1: initial reporter phone: (B)(6).